Event description:
My father had two injections of orthovisc and since the second injection his leg has swelled to 4 times its natural size. The skin has also become burned and red and looks infected but according to mcv, it is not. The manufacturer, depuy labs was no help and did not offer a remedy. The hospital is at a loss after four weeks as what to do. We desperately need the FDA's help guidance and influence. The two shots on (B)(6). My dad has been in the hospital since (B)(6) 2015. Dose: 3 shots as needed, knee injection. Dates of use: (B)(6) 2015 - (B)(6) 2015. Event abated after use stopped or dose reduced? No. Diagnosis or reason for use: pain in knees.